Event description:
A surgeon reported that his pt notices a streak of light in their vision after receiving an intraocular lens (iol) implant. The association between this event and the iol is not known. Add'l info has been requested.